Event description:
Complainant alleged that the medics were setting up the device in preparation of patient treatment but the device remained in manual mode upon power-up. There was no indication of any adverse effect on the patient as a result of the reported malfunction.